Event description:
It was reported to manufacturer, by facility. Per facility, lift was being used when the cradle / scale assembly seemed to be broken between the scale and cradle. Facility is not aware of any injury. Incident occurred, maintenance man came to work and found the parts lying on his desk. Manufacturer has requested a better description of the alleged incident. This device has been issued to have parts returned for evaluation. In addition, the manufacturer of scale has been notified. This is being reported under malfunction, which could have resulted in serious injury or death as defined in 21 cfr part 803.3 / 803.5.